Manufacturer narrative:
Philips has investigated this problem. According to the additional information collected, planned emergency treatment was performed by the customer and completed by using another monitor. Philips field service engineer (fse) inspected the system onsite and confirmed that flex vision monitor failed to display images. Upon troubleshooting, fse checked the hard disk drive (hdd) and found that flex viewing pc was not operated. To resolve this issue, fse replaced the flex viewing pc and restored the license file. The defective pc was returned to philips for analysis and the cause of flex viewing pc failure couldn¿t be conclusively determined by supplier¿s part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.